Manufacturer narrative:
Physio-control examined the customer's device and verified the reported issue. Physio then replaced both the system controller (sc) pcb and user interface (ui) pcb assemblies and after observing proper device operation through functional and performance testing the unit was returned to the customer for use. Physio further evaluated the removed sc pcb assembly and determined that the cause of the reported issue was a temperature sensitive integrated circuit (ic) chip, designator u79. When ic chip u79 was slightly heated, an event code was logged and the device gave a "connect electrodes" message, indicating that the patient load was not detected. The removed ui pcb assembly was an ancillary part and there was no failure of this assembly.

Event description:
The customer contacted physio-control to report that their device had failed a user test and had a service indicator present. There was no patient use associated with the reported event. Upon evaluation of the device, physio observed that the quik-look function was inoperative which would prevent the device from providing paddles lead ECG data when using the standard hard paddles assembly. As a result, the device would not be able to analyze, charge and therefore defibrillate when using the standard hard paddles assembly, if it were necessary.